Event description:
It was reported that the attachment device "overheated". It was unknown if the device was used in surgery. The date of the event was undetermined. It was unknown to the reporter if the planned surgical procedure was completed without delay and if an identical spare device was available for use. It was unknown if there was patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device, and the reported condition could not be confirmed. The unit meets temperature requirements, and no failures were observed during the assessment. If additional information should become available, a supplemental medwatch report will be sent accordingly.